Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the ventricular assist device (vad) (B)(6), one (1) controller (B)(6), and two (2) batteries (B)(6) were not returned for evaluation as the ventricular assist device (vad)remains implanted, and the controller & (2) batteries devices location is unknown. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis associated with (B)(6) revealed three (3) controller power up events with associated pump start events were logged on (B)(6) 2024 at 12:59:03, (B)(6) 2024 at 05:53:43, and (B)(6) 2025 at 22:20:22. The controller was without power for twenty-six (26) seconds, eighteen (18) seconds, and eleven (11) seconds, respectively. The controller can only store a maximum of 30 days of data. After reaching the limit, the controller initiates a first-in first-out method whereby the oldest data point is deleted to allow the newest data point to be recorded. As a result, the data log file covering the first loss of power was not available for analysis. No anomalies were recorded leading up to the losses of power on (B)(6) 2024 and (B)(6) 2025. Review of the alarm log file revealed fifty-three (53) critical battery alarms involving batteries (B)(6) were logged on (B)(6) 2025. The critical battery alarms were the result of the batteries depleting below 10% relative state of charge (rsoc). Analysis of the log files revealed that, at the time of the first critical battery alarm, (B)(6) was connected to power port one (1) with 18% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 9% rsoc. Both batteries were allowed to continue depleting, thus triggering controller fault alarms, which will occur if a battery is approaching 0% rsoc. Twenty-four (24) controller fault alarms were logged on (B)(6) 2025. A review of the event log file revealed two (2) subsequent controller power-up events on (B)(6) 2025 at 09:20:21 and 09:22:29. The controller was without power for over an hour during the first controller loss of power event, and thirty-seven (37) seconds during the second controller loss of power event. The data point recorded before the power-up events revealed that no power source was connected to power port one (1) and (B)(6) was connected to power port two (2); the battery was allowed to deplete completely, resulting in a loss of power to the controller. The battery likely recovered enough charge to start the controller again, but quickly depleted, causing the additional controller power-up event. Additionally, log files revealed two (2) low flow alarms were logged on (B)(6) 2025 at 09:20:30 and at 09:22:38. As a result, the reported controller loss of power, critical battery alarms, controller fault alarms, and low flow alarm events were confirmed. The vad stop alarm could not be confirmed; however, it is likely that the losses of power were perceived as the reported vad stop. A possible root cause of the loss of power events that occurred on (B)(6) 2024, and (B)(6) 2025 can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Based on the available information, the most likely root cause of the critical battery alarms, controller fault alarms, and controller loss of power events that occurred on (B)(6) 2025 can be attributed to the batteries being allowed to deplete completely. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Of note, the available information indicated that the patient's cause of death is unknown. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor vad filling. Per the instructions for use, death is a known potential complication associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of neurological dysfunction. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d1: heartware ventricular assist system - 1420-controller 2.0 d4: serial#: (B)(6) h3: yes d1: heartware ventricular assist system - battery d4: serial#: (B)(6) h3: yes d1: heartware ventricular assist system - battery d4: serial#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a history of ischemic cardiomyopathy experienced an unexplained death, possibly due to a loss of power to the ventricular assist device. The patient had suffered a stroke the previous year, which affected mobility. The device's logfiles recorded multiple critical battery alarms and controller fault alarms, along with low flow alarms and a ventricular assist device stop alarm. It was alleged that the patient may have slept on the batteries without the main adaptor plugged in, and possibly attempted to get out of bed or to a chair to reach the power supply and the controller exhibited multiple losses of power. It was also reported that the controller exhibited unexpected losses of power in several months ago. The death was reported to the coroner for investigation.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. D4: UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. Section d references the main component of the system. Other medical products in use during the event include: additional products: d1: heartware ventricular assist system ¿controller 2.0 d4: model #: 1420/ catalog #: 1420/ expiration date: 31-jul-2023 / serial or lot#: (B)(6) d9: no h3: no h4: mfg date: 11-jul-2022 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system ¿ battery d4: model #: 1650/ catalog #: 1650/ expiration date: 31-mar-2023 / serial or lot#: (B)(6) d9: no h3: no h4: mfg date: 10-mar-2022 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system ¿battery d4: model #: 1650 / catalog #: 1650/ expiration date: 31-mar-2024 / serial or lot#: (B)(6) d9: no h3: no h4: mfg date: 10-mar-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.